Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer replaced the power management controller board after it lost its configuration. The fse conducted tests in hardware mode, performed a pharmacy test, and verified the results. The customer reviewed and confirmed the successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus and user not able to open the drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.